Manufacturer narrative:
D6b updated. Corrected data d4 serial and UDI updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via a right axillary/subclavian surgical approach in a 57-year-old male patient for the indication of cardiomyopathy. The introducer was peeled away outside the body. The patient¿s clinical state prior to initiation of support was not otherwise specified. After transfer to the intensive care unit (ICU) on impella 5.5 support, a hematoma was identified at the axillary cutdown site, as noted on computed tomography (CT) imaging per bedside nursing report. Following, the care team stated that the hematoma was stable and smaller compared to the prior day. The patient had been receiving therapeutic systemic anticoagulation with a heparin infusion in conjunction with a sodium bicarbonate purge solution. Following identification of the hematoma, the heparin infusion was discontinued, and hemostasis was achieved with manual pressure. Contributing factors to the bleeding included anticoagulation therapy and reported underlying coagulopathy. The patient remained on impella 5.5 support and was reported to be clinically stable, with no acute impella-related issues or concerns noted at the time of documentation. Access-site bleeding and hematoma formation may occur in the setting of large-bore axillary arterial access and are influenced by factors including systemic anticoagulation, underlying coagulopathy, surgical cutdown technique, and patient-specific hemodynamic conditions. Anticoagulation and purge requirements associated with impella support may further contribute to impaired hemostasis at the access site, particularly in critically ill patients.